Event description:
It was reported that after approximately 1cm of a stent graft had been deployed at the venous anastomosis of an av graft, the stent graft could no longer be deployed. After several unsuccessful attempts were made to complete the deployment, the entire device was removed. A new stent graft was deployed successfully without incident. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. The stent graft was partially deployed and protruded approximately 5mm from the tip of the outer sheath. Several struts of the stent graft were protruding through the eptfe coating of the stent graft. Due to the dried blood on the loaded stent graft the stent graft could not be released. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The definitive root cause could not be determined based upon available info. It is unk whether procedural issues contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.